Manufacturer narrative:
E.1. Initial reporter last name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed. The field service engineer (fse) recovered the tower doors by removing the bogus failure. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was jammed, and upon reporting the station, the machine tower door was cleared. However, the customer stated that the door failure persisted. The customer rebooted the device and attempted recovery, but the issue remained unresolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.